Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they were experiencing sensor glucose discrepancies. Their blood glucose value from the reported event was 6.3 mmol/l while the sensor glucose value was 3.1 mmol/l. The sensor and blood glucose difference was not within acceptable range. It was noted that the sensor glucose value triggered a suspend event. The threshold on low suspend limit in the sensor settings was 3.9 mmol/l. Troubleshooting was performed. It was noted that the sensor¿s cannula was bent. They declined troubleshooting for the bent cannula. The product will not be returned for analysis.